Manufacturer narrative:
The investigation of the complaint included a review of the device history record, a review of the returned sample, and the manufacturing process. The review indicated there were no non-conformances or authorized manufacturing variances issued for the lot involved. Extension measurements were taken for the internal compression ring, molded collar, and cannula. All results were within specification. The catheter lumen was not returned for evaluation. The reported failure mode could not be attributed to the manufacturing process. The lumen may have been incorrectly assembled onto the extension resulting in the disconnection of the lumen from the extension.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
After 1 hour of a dialysis treatment the connector of the catheter (two-part adaptor) between catheter and venous luer part disconnected and patient lost 400ml blood. Air was in the catheter but did not go to the drip chamber of the dialysis machine. Catheter was in situ for 10 days and worked well. Brother of the patient told the nurse that they pulled slightly on the catheter because it was stuck to the bandage. But after that no problems with dialysis. Patient stayed overnight in the hospital for observation, recovered and went home the next day.